Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis determined the cause of the device being in read only memory mode was due to 20 power on resets in less than one minute. The cause of the power on resets were not determined. After being manually programmed out of read only memory backup mode, the device was noted to function for several days with no power on resets and had nominal battery current. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer, analyzed, and the analysis results were inconclusive. No patient complications have been reported as a result of this event.